Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on bd insyte autoguard bc shielded IV catheter failed to retract fully. When the staff member attempted to pick up the syringe to discard it, they were stuck by the needle. The customer stated "staff member was seen by employee health and followed facility protocol." No further medical intervention was reported.

Manufacturer narrative:
Additional information: batch number cannot be confirmed, but it is one of these two. D.4. Medical device lot #: 8135720. D.4. Medical device expiration date: 4/30/2021. H.4. Device manufacture date: 5/15/2018. D.4. Medical device lot #: 8134963. D.4. Medical device expiration date: 4/30/2021. H.4. Device manufacture date: 5/14/2018. H.6. Investigation summary: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the needle on bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract fully. When the staff member attempted to pick up the syringe to discard it, they were stuck by the needle. The customer stated "staff member was seen by employee health and followed facility protocol." No further medical intervention was reported.